Event description:
The customer reported via phone call experiencing high blood glucose levels. She complained of thirst and malaise. The customer's blood glucose rose from 226 to 450 mg/dl by the time of the call. She stated that her blood glucose kept rising. She reported that her high blood glucose began after changing. She treated with a manual injection. She did not observe any visible air bubbles. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime with the current set. She reported that insulin exited at the quick release. It was found that the customer had not removed the needle guard and so the needle guard remained under the adhesive on her skin. She was advised that the needle had never punctured her skin or inserted the cannula into her body. She stated that she would change her complete set and call back if necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.